Event description:
During index procedure, one resolute integrity drug eluting stent was implanted in the mid lad. Approximately, 4 months post index procedure, the patient suffered a myocardial infarction. Causal relationship to device is reported to be none. The event was treated with pta to the lad using a non medtronic stent.